Event description:
A device report from (B)(6) provides information from a facility in (B)(6) regarding a screw head. It was reported that there are visible chips on a screw head. The screw is in an unopened package, taken from stock; reportedly, there was no patient involvement. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed with no complaint related anomalies noted. This screw is packaged in a synthes (B)(4) market type bag. The package was properly sealed with no tears or openings of any kind. It is identified as part number 04.210.116, lot number 7015716. The part was first examined under 10 x magnification through the sealed bag. A small burr was found on the first shaft thread. The package was then opened to further examine the sample. No other burrs were found. This burr can be seen with the naked eye. The part is going for further investigation.

Manufacturer narrative:
Device intended for treatment, not diagnosis. A review of the device history record has been requested. Subject device has been received and is currently in the evaluation process. Placeholder.